Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to a malfuction on the pcb in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. During disassembly process , the scope connection count is 545. However during image verification at fiqc , our tech noticed scope information and scope count suddenly reset to zero, also it is showing incorrect scope model.